Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used as an accessory device due to concern for late failure in a patient undergoing endovascular treatment of a 99mm abdominal aortic aneurysm. An endurant ii stent graft system and endurant aortic cuff were also implanted during the procedure. Four endoanchors were successfully implanted from the main body of the endograft to the proximal neck. A CT and abdominal radiograph from approximately one month later and a CT from a further week later, as part of the patients follow up, showed that one endoanchor at the 5.00 position no longer adequately penetrated the aortic wall and thick thrombus in the posterior wall of the aorta was observed. A follow up CT scan approximately four months later again showed that this endoanchor at the 5.00 position on an axial view no longer adequately penetrated the aortic wall and the enodanchor appeared to be in the thrombus not the aortic wall. This was again observed on a follow up CT scan approximately eight months later. It was also noted the endoanchor was attached to the stent graft and had not migrated. No additional clinical sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.